Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from a manufacturer representative regarding patient's complaint and reporting patient was reprogrammed and stimulation in the chest has resolved. His heavy legs is still an ongoing problem. The heaviness in his legs continues even with the stimulation off for prolonged days. Issue is not yet resolve, patient has seen numerous neurosurgeons and other pain management physicians.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported that since they were implanted with their ins, they have experienced a heavy feeling in their legs. Caller stated they are active on sundays and are involved in church activities and usually they recover within a couple days, but since being implanted with the device, they find that it takes them a week or more to recover. Caller stated they have been reprogrammed 10-11 times by reps but it has not resolved their issues. Caller commented that their trial went great but they have not experienced the same benefit since being implanted with the ins. Caller stated they had a CT scan done on 6/7 and met with their surgeon on 6/14 and commented that the surgeon did not like what they saw on the CT scan image. Caller also stated that their follow up hcp, compared imagine from placement of the trial leads to placement of their surgical paddle leadand said that pt may need a revision. Caller also commented that their surgeon "kind of discharged them". Their surgeon instructed caller to turn stimulation off to see if that resolved the heaviness in their legs and caller confirmed that it did not resolve the issue. Caller stated they were last reprogrammed by the rep the week of 6/7 and now for the past couple weeks have been feeling stimulation in their chest described as electrical sensations while charging their ins. Caller confirmed stimulation is on while they charge. Caller also commented that they feel an increase in stimulation when they move a certain way. Tss recommended turning stimulation off while charging their ins to see if that makes a difference. Caller stated they decreased stimulation to 2.2 and it did not resolve their issue. Caller stated they are unable to walk even a short distance in a store and experience symptoms while sleeping at nights. Caller explained that the stimulator is working to relieve 20-25% of their back pain.